Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2020-33281, 1627487-2020-33282. It was reported that the patient experienced ineffective stimulation. It was discovered that the patient's left lead had migrated up to t6. During surgery on (B)(6) 2020, it was discovered the anchor had come undone. The physician repositioned the lead and re-engaged the anchor. Post-operatively, stimulation therapy was restored. It is unknown which lead had migrated, therefore all leads are being reported.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.